Event description:
The patient's systolic blood pressure (sbp) was greater than 200 mm hg. The neosynephrine bag was found empty after the cassette was removed from the pump. Sbp was later noted to be in the 70 mm hg range and the nitroglycerin bottle was noted to be 75% empty after the cassette was removed from the pump. Nitroglycerin was attached to the patient IV tubing but the cassette was not in the pump. Nurse (rn) #1 disconnected the nitroglycerin from the patient and noticed that it was still infusing. Rn #2 witnessed and found that the white knob on the cassette was not closed (safety lock).